Manufacturer narrative:
Device was visually inspected and processed through standard servicing. The "sample line block alarm" was confirmed as part of the testing. Device was power cycled without the alarm clearing. Completing a full system diagnostic and review of the device logs identified a failure with the pump and system control board. Replacement of the two components cleared the alarm. A full functional test was performed and the device operated according to specifications following component replacement. The device was placed back into service.

Event description:
The therapist at (B)(6) hospital reported a unit experiencing a periodic alarm for a sample line block even after the therapist changed the associated consumables (nebulizer filter, the hydrophobic filter, and sample line). Water trap was also drained. Therapist removed device from use as precaution with no patient harm.